Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "failed temp test" was confirmed. During service the device was failed the "temperature" test. If additional info becomes available a supplemental report will be submitted.

Event description:
Report received from (B)(6) requesting routine maintenance on a device. During servicing, the device was found to have failed the temperature test. It is known that the device was not being used during surgery. It is also known that there were no injuries or medical intervention related to the event. No additional info available.